Event description:
It was reported that the system 2800's boom monitor was inoperable. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. All video circuit boards and cables were reseated as a proactive preventative measure. The system was tested and found to be working as intended and placed back into service.